Manufacturer narrative:
Follow-up #1 date of submission 09/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery defects found with the pump during investigation. During evaluation, the ok and down arrow keypad buttons were intermittently responsive; all other buttons responded to button presses as expected. There was evidence of contamination found under the key contacts; the ok key contact was found to be inverted.

Event description:
On (B)(6) 2012, the reporter, the patient's father, contacted animas to report the pump keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. On (B)(6) 2012, the patient obtained a blood glucose reading of "greater than 500 mg/dl" and he tested positive for ketones. The reporter stated the patient may have been in a hurry and canceled boluses. A review of the pump history revealed one bolus dose that was canceled. The patient was treated with insulin injections via a syringe, and his subsequent reading was 165 mg/dl. The patient did not seek any medical attention. The patient's technique was correct, the insulin was handled appropriately and there were no issues with the infusion set or infusion site. The patient refused to further troubleshoot the pump. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the keypad issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.